Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a decrease in sensing was noted. X-ray revealed externalized conductors between the rv and svc coils. The lead was capped and replaced.